Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot #: va191mn, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an infection at the lead implant site. The patient returned to the hospital for post-debridement dressing treatment, but there was still a problem that repeated infection could not heal in the later period. Now the infection site has been added. No effective measurements taken. It was unknown what troubleshooting was performed. The patient was under observation at home.

Manufacturer narrative:
Product ID: 3389s-40, lot# va191mn, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received. It was stated that the infection was not resolved.